Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained. There is no malfunction associated with the injury allegation. MDR is being submitted as a result of a retrospective complaint review.

Event description:
The end user was coming down the sidewalk to get to the bus stop for an eye appointment and the front wheel hit a rock causing the chair to topple over the left side. The wheelchair fell on top of the end user. The bus stopped and got her upright. Called her nursing service and the nurse came out and called mobile x-ray. End user was unable to walk because of back pain. End user spent two weeks in the hospital and two months in a rehab center.